Event description:
Nurse reported, customer was hospitalized for high blood glucose. Nurse stated, the customer never changed the tubing site location or reservoir. Troubleshooting was performed and the insulin pump appeared to be operating normally. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.